Manufacturer narrative:
Manufacturing review: device history record review was performed and there were no nonconformities associated with this lot and all quality test methods passed. Device not returned for evaluation.

Event description:
Event description per complaint record detail report "it was reported that the end of the device broke off in the ureter while in use. Allegedly the device had to be cut for it to be removed from the ureter. Reportedly the patient will require further surgery to remove the device as well. Per medwatch, the patient went in for removal of calculus in the right kidney. During the procedure, a dimension basket was used to retrieve stone fragments. Due to considerable difficulty in the distal right ureter in removing the basket with gentle pressure, the basket was cut and left in place. A semi-rigid ureteroscope was inserted and gentle traction applied which resulted in a basket fracture. It remained intrauteral. Fragments of the basket were retrieved, but the tongs of the basket remained. Various other maneuvers were attempted to retrieve the tongs of the basket, but were unsuccessful. Due to poor visualization from the ureteral manipulation and trauma and increased bleeding and edema, it was determined that it was no longer safe to proceed. The decision was made to abort the procedure and place a stent. Fragments of stone and tongs of the basket remained in the patient's ureter. The stent was to remain in place with plans to bring the patient back to the operating room in the near future for retrieval of additional stone fragments and additional stone fragments of the basket. The patient returned to the operating room for cystoscopy, ureteroscopy with lithroscopy, basket stone extraction and insertion of ureteral right stent due to calculus of right kidney. Retained foreign body was successfully retrieved and removed from the patient. Peer review conducted and concluded that it is unclear as to why the basket broke during the first procedure. The device was used for treatment."